Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication was greyed out even though the drug was loaded. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication was greyed out even though the drug was loaded. The technical support specialist connected to the server, checked the formulary settings in the pharmacy information system (pis) and the facility formulary, and shared the findings with the customer by referring to the article titled 'unable to remove - no access,' which resolved the issue. The system functioned as intended after the technical support specialist resolved the issue.